Event description:
The donor was sick, and then donor fainted. The donor was given ice packs, revived with an ammonia inhalent, and intravenous saline was started. The donor became conscious and color returned to their face. The saline was continued and the donor drank some soda. Donor felt better and wanted to continue the apheresis procedure. The procedure continued and donor had no further reaction. A follow-up call was made to the donor and donor was feeling okay. During the follow-up call, the donor was on a new diet, but donor had failed to mention it to the collection facility staff prior to donating.